Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent trachelectomy, removal of mccall stitch anterior repair and lysis of adhesions on (B)(6) 2012 for dyspareunia, postcoital bleeding, incontinence and cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat menorrhagia, genuine stress urinary incontinence with concurrent procedures laparoscopic supracervical hysterectomy, enterocele. The patient experienced erosion, extrusion, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a bso on (B)(6) 2007. The patient also underwent a hysterectomy in (B)(6) 2007. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).